Event description:
During battery replacement surgery, the new generator had high impedance observed. Full revision was performed and a visible lead fracture was observed. Impedance was normal after lead replacement. The explanted devices were discarded and not available for return. No additional relevant information has been received to date.